Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the patient experienced fluctuating blood glucose with sequential hypoglycemia and hyperglycemia while using the ilet, and a factory reset was performed per healthcare provider recommendation after education on appropriate treatment and use of oral glucose. Symptoms included low blood glucose with subsequent rebound highs consistent with overtreatment and corrective dosing. Outcomes included troubleshooting and user education on treating hypoglycemia with measured oral glucose and on avoiding pausing the ilet during falling glucose. Investigation included review of device use history and blood glucose trends by customer support. Investigation of this case revealed patterns consistent with overtreatment of hypoglycemia and pausing of insulin delivery that contributed to swings in glucose levels, without evidence of device malfunction. It was concluded that the event was due to user practices resulting in maladaptive glycemic responses rather than a device failure.